Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleged the patient suffered pain, popping and squeaking coming from the implant, elevated metal ion levels and reduced mobility as a result of the implanted asr hip. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part and lot information as patients sticker sheet was provided. The complaint and associated mdrs were updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation alleged the patient suffered pain, popping and squeaking coming from the implant, elevated metal ion levels and reduced mobility as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers this investigation closed.